Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
The solicitor's letter reported that the patient underwent a revision of a left total hip replacement on (B)(6) 2011. The acetabular component was removed and revised with an uncemented trident cup, held with 2 screws and a 40mm inner diameter polyethylene liner inserted. The patient initially recovered well form this surgery. In (B)(6) 2013, the letter indicated that the patient began to suffer bilateral hip pain and on (B)(6) 2013, an x-ray of the pelvis revealed a lucent line on the lateral adjacent to the lesser which suggests loosening and a crack in the proximal cement in the lateral x-ray. The patient had a further x-ray on (B)(6) 2013 which confirmed the femoral stem had broken about half the way down the stem with the cement mantle into varus. The cement mantle was fractured at the level of the stem fracture and the proximal part of the stem was loose. The patient later required revision of the left femoral component through extended trochanteric osteotomy. Revision was undertaken on (B)(6) 2013. The patient is seeking general damages for pain, suffering and loss of amenity.

Manufacturer narrative:
An event regarding crack/fracture involving simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The solicitor's letter reported that the patient underwent a revision of a left total hip replacement on (B)(6) 2011. The acetabular component was removed and revised with an uncemented trident cup, held with 2 screws and a 40mm inner diameter polyethylene liner inserted. The patient initially recovered well form this surgery. In (B)(6) 2013, the letter indicated that the patient began to suffer bilateral hip pain and on (B)(6) 2013, an x-ray of the pelvis revealed a lucent line on the lateral adjacent to the lesser which suggests loosening and a crack in the proximal cement in the lateral x-ray. The patient had a further x-ray on (B)(6) 2013 which confirmed the femoral stem had broken about half the way down the stem with the cement mantle into varus. The cement mantle was fractured at the level of the stem fracture and the proximal part of the stem was loose. The patient later required revision of the left femoral component through extended trochanteric osteotomy. Revision was undertaken on (B)(6) 2013. The patient is seeking general damages for pain, suffering and loss of amenity.

Manufacturer narrative:
An event regarding crack/fracture involving simplex cement mix was reported. A review by a clinical consultant confirmed a crack/fracture. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: on (B)(6) 2013 a revision of the left femoral stem for implant fracture was performed. A short, handwritten operative note describes a posterolateral approach and "fractured exeter...no femoral fracture...greater trochanteric fracture during surgery... Trochanteric osteotomy...removed stem and cement...osteotomy reduced with three dall-miles cables...uncomplicated surgery." X-rays dated (B)(6) 2011, (B)(6) 2011 and (B)(6) 2012 are views of the left hip demonstrating a smaller cemented stem and an uncemented acetabulum with two screws. The hip is reduced and a larger head is noted compared to the previous arthoplasty with a deficient cement mantle noted around the proximal stem. X -rays dated (B)(6) 2013 demonstrate a transverse fracture of the cement mantle just proximal to the lesser trochanter. X-rays of may 24, 2013 demonstrate the left hip with a transverse fracture at the middle-third of the stem with varus displacement of the proximal portion at the junction of the fixed and loose stem segments. The fracture at the junction of the distal fixed stem with the proximal unsupported portion of this smaller revision stem resulted from cyclic loading at this site leading to inevitable fatigue fracture. The repeated impingement resulted in the earlier damage noted on the posterior acetabular component revised for instability. The instability resulted from patient specific problems unrelated to component design or materials. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records and x-rays by a clinical consultant concluded: the fracture at the junction of the distal fixed stem with the proximal unsupported portion of this smaller revision stem resulted from cyclic loading at this site leading to inevitable fatigue fracture. The repeated impingement resulted in the earlier damage noted on the posterior acetabular component revised for instability. The instability resulted from patient specific problems unrelated to component design or materials. If additional information and/or device become available, this investigation will be reopened.

Event description:
The solicitor's letter reported that the patient underwent a revision of a left total hip replacement on (B)(6) 2011. The acetabular component was removed and revised with an uncemented trident cup, held with 2 screws and a 40mm inner diameter polyethylene liner inserted. The patient initially recovered well form this surgery. In march 2013, the letter indicated that the patient began to suffer bilateral hip pain and on (B)(6) 2013, an x-ray of the pelvis revealed a lucent line on the lateral adjacent to the lesser which suggests loosening and a crack in the proximal cement in the lateral x-ray. The patient had a further x-ray on (B)(6) 2013 which confirmed the femoral stem had broken about half the way down the stem with the cement mantle into varus. The cement mantle was fractured at the level of the stem fracture and the proximal part of the stem was loose. The patient later required revision of the left femoral component through extended trochanteric osteotomy. Revision was undertaken on (B)(6) 2013. The patient is seeking general damages for pain, suffering and loss of amenity.